Manufacturer narrative:
A device history record was reviewed for the suspected contour next link 2.4 meter (serial # (B)(6)) and no manufacturing anomalies were found.

Manufacturer narrative:
The customer did not return the suspected product. Therefore, an in-house testing was performed using the in-house contour next link 2.4 meter with the in-house contour next test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for one of the contour next link 2.4 meters (1416624b) involved in the event and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported obtaining blood glucose readings of 26 mg/dl, 20 mg/dl and 217 mg/dl within one minute on a contour next link 2.4 meter. Within 10 minutes, the customer also obtained a reading of 200 mg/dl on an alternate contour next link 2.4 meter. The customer had no symptoms of hypoglycemia or hyperglycemia. There was no allegation of an adverse event. Replacement meter and test strips were sent to the customer. Since the customer discarded the remaining test strips from the affected lot, they are not expected to be returned for the evaluation, and this report will be filed under the meter information.